Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced four infusion set came off one after another on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.